Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu, (lot #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic distal gastrectomy procedure, although the opening and closing could be checked without any problems, when the green button was pressed and the handle was squeezed, it could not be squeezed. Another reload was opened and connected, but a similar event occurred and the firing could not be completed. To resolve the issue, a third reload was used. There was no patient injury.